Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported "complications", "diagnosed with bia-alcl, and possibly lupus" (lupus-ndr), "pain over the last couple of years and capsules with unknown baker grade", "exchange of textured devices due to patient's concern with product", "swollen" and "a mass formed". This record is for the right side. Device was explanted.